Event description:
It was reported at device changeout that the defib lead had a very small opening through the insulation near the rvcoil pin. It was also reported that the atrial lead had the same problem, where the insulation was "worn towards the pin". The indentation on both the high voltage and atrial lead appeared to be the same width, so the physician thinks those parts of the leads were against each other all this time. Both leads were repaired. Both leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.